Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found over infusion with an undetermined root cause as well as pump tube binding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving sufenta [250 mcg/ml] at a dose of 75.53 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that a white chalky film surrounding the pump was found during a pump replacement on (B)(6) 2016. It was noted that it was a normal replacement due to near end of service. The physician wanted the substance analyzed so he was sending the pump back. No troubleshooting was done prior to the call and no out of box failure was reported. It was indicated that no symptoms were reported.